Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device had triggered elective replacement indicator (eri) (B)(6) 2016. Premature battery depletion was alleged. The device will be explanted and returned for analysis. No adverse patient effects were reported. Additional information noted that the patient had attended factory visits which involved being in close proximity to both industrial magnets and welding machinery (B)(6) 2016 and the field representative wanted to know if this would have impacted that battery depletion in this case. Boston scientific technical services (ts) reviewed battery measurements history and did not see anything that would suggest something changed in the (B)(6) time frame and would not have expected that being near strong magnets or welding machinery would lead to premature battery depletion. Ts discussed possible electromagnetic interference (emi) that could trigger magnet response pacing or noise being detected by the device that would interact with normal pacing, but that would be temporary and when the patient was away from the emi the device would operate as expected. Ts noted the device was last reset on (B)(6) 2016 and the power consumption looked normal at that time, but shortly after that it started to increase and the power consumption continued increasing with time. The device triggered the one year remaining indicator on (B)(6) 2016 and triggered the explant indicator on (B)(6) 2016. Ts noted there is no indication that the power consumption has leveled off and this is why it is not guaranteed how much longer bradycardia therapy will be available. Ts noted the best way to determine the root cause of the battery depletion was to return the device for analysis upon the scheduled explant.